Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma stent implant procedure, a patient experienced trace hyphema. The patient was put on additional medication and is still being monitored. There was no change in vision reported. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of trace hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., whether the device was implanted in combination with cataract surgery or in a standalone procedure, intraoperative complications aside from hyphema that may have occurred, or postoperative events or conditions that may have an effect on vision) is available for a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that hyphema (bleeding) is an established risk associated with system use, which is clearly specified in product labeling. (B)(4).